Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have one of the pitch cables broken near the backend pulleys. The clamping pulley did exhibit signs of residue that would have contributed to the broken cable. Additional observations not reported by the site: the instrument was found to have an excessive amount of dried, white residue on the clamping pulley of input(s) #5 (pitch), 6 (grip) and, 7(grip), located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the 8mm large suturecut needle driver instrument cables broke during use; no injury or issues reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was unable to provide further information during this time. The reporter indicated they have returned multiple instruments relating to the broken cable and will not be able to provide specific information.